Event description:
It was reported that the tip fractured during surgery. There were no consequences or impact to the patient. The tip was recovered by suction. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.